Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. During the device evaluation, the customer's complaint of "bad image quality" was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reportable malfunction of "crack on power switch housing¿ was caused by damage causing the main power switch is stuck. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the power switch housing had a crack. Additional findings were as follows: the front panel mouth was damaged, inside the bottom of the chassis, the front panel side chassis, the top cover, and the lamp door all were rusted; a worn-out socket slider switch caused intermittent use of high intensity mode; corrosion inside scope socket tubing; the image quality was bad on the functional control; the lamp had insufficient heat compound. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the lightsource exhibited a power switch malfunction. There were no reports of patient involvement.